Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 70 mg/dl and the sensor glucose was 126 mg/dl at the time of the incident. Current sensor glucose was 70 mg/dl and current blood glucose was 126 mg/dl. Customer was very frustrated that her sensor is not working and it's her first one. Customer's blood glucose were running in the 200's mg/dl and the pump kept suspending her insulin. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Customer received a change sensor alert after a calibration not accepted. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to low readings.